Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is implanted in patient.

Event description:
It was reported by hospital pharmacist through a company representative that a patient developed a possible post-surgical infection related to a major orbital inflammatory syndrome after a surgical procedure with an implant. The procedure had been completed successfully without a delay. It was reported the patient returned to the hospital and additional medical intervention was administered.